Event description:
The interstim icon wires were broken or shorted out and shocking me up spine to neck. My hip and legs had severe pain, could hardly walk. Battery had to be changed 2011. Not sure how it happened. I found now the model # 3058 had a re-call (10/11/2007). This is what is in me now! Have been trying to find an attorney that can file suit for me. My (B)(6) paid over (B)(6) for something I should not have. Nerve damages in both legs. I had to have "an interstim icon" implant for my bladder which is made by medtronic. The model number was # 3037. I am guessing this number her is a serial number; but not sure # (B)(4). This was done in 2007. This model battery did not last the 5 yrs as they stated and it was not working proper for a while. I think it was in 2011 when I had the batteries changed it gave me a lot of pain in the area of the right back-side/buttocks area back and forth to the office and on the phone for adjustments was also not working. Then in and around earlier 2013 it was not working good hardly at all. I was getting shocks in my lower back area; up my back to the back of my neck. I started having a terrible taste of metal in my mouth; and it scared me. I would turn it up to feel the shocks and I had turned it off and back up and down. The doctor for (B)(6) seen is in (B)(6) area and I had gone there for them to reset it or turn it off completely. I am very much in need to find some help with attorneys that are familiar with these implants made by medtronic. It is supposed to stimulate the bladder area with those lead wires. So when I went ot the doctors in 2013 I was told that the wires had a break in them and that is why it was not operating correctly. So they had to turn off completely this neurostimulator. So on (B)(6) 2013 I had to undergo another surgery at the (B)(6) hospital. I had no idea that I would have to pay for something that I did not break nor do I know how it happened. So now with the new implant model number # 3058 serial # (B)(4) was done in 2013 it failed me. I want to be safe and I do not feel safe with this one in me now. I have a (B)(6) job and have done so for 20 years. As of now I have not gone back to the doctor and the reason being in I am not sure what to do. With the new model I have turned up/down and feel that it is not doing the job. I have pain in my hip area/ lower back. I have done nothing wrong that would make these wires break. So please see if you can help me please. I have enclosed some of the medical bills that have occurred since this to have happened. It will be greatly appreciated.